Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024 the patient reported that they experienced an issue with the alert and notification settings which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). On (B)(6) 2024 at 5:00 am, the continuous glucose monitor (cgm) reading was between 45-50 mg/dl. The patient reported that she did not hear the sound on the receiver device for the low reading. She went to the kitchen to get a lemonade but she passed out before getting the lemonade. The patient was not sure how many hours she was unconscious since she was alone that time. The patient woke up from the kitchen and her chin was bleeding possibly because she bumped on a surface upon passing out. The patient's chin was bleeding a lot and she washed the blood with water in the bathroom. The patient was very tired already so she went directly to her bed to sleep. There was no blood glucose (bg) taken during the event. There was no treatment documented for hypoglycemia. At the time of the report the patient was still recovering from the concussion. It was reported that the patient received morphine and a prescription medication from the doctor, but it was not mentioned when the patient consulted the doctor nor documentation about the medical intervention. No other details were documented. Performance data was reviewed. The allegation was confirmed due to the finding of no audio output. The probable cause was determined to be alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4)